Event description:
New information noted that false automatic mode switching episodes were presented due to far-field r-wave oversensing on the atrial channel.

Event description:
It was reported that the patient presented in clinic for a normal device check. Upon interrogation, far p-wave and far r-wave oversensing were observed. Programming change was made and resolved the oversensing issue. The patient was stable throughout.